Manufacturer narrative:
The pump was investigated and found to have a damaged force sensor plate; however, the pump emitted loss of prime warnings alerting the user to this condition. The pt inadvertently administered excess insulin by priming the pump while attached to the infusion set. The pump user guide instructs users to disconnect from the infusion set prior to priming it. Additionally, the pump notifies the user to disconnect from the infusion set three times during the prime/rewind sequence.

Event description:
It was reported that the pt experienced a hypoglycemic event with loss of consciousness as a result of priming the pump while attached to the infusion set. This report is associated with medwatch 2531779-2008-00883.